Event description:
During an arthroscopic bankhart procedure, oratec electrothermal generator used. When the ground pad was removed at the conclusion of the case, a small blackened area was noted from under the oratec ground pad, approximately 20mm. X 4mm. On the right upper abdomen. The blackened area was excised, sutured and dressed. The device is designed with no audible alarm to signal that the ground pad has lifted up.